Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted and replaced for infection due to implanted cardiac device and inflammatory reaction due to other cardiac and vascular devices. The patient complications noted. Related manufacturer reference number: 2938836-2020-08692.